Event description:
Patient reported "valve broke/leaked". This record is for an unknown side. The device was explanted.

Manufacturer narrative:
Clarification to d6b. Explant date: (B)(6) 2000 was reported. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: valve leak and/or damage.